Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) and lead exhibited noise and low out of range pacing measurements. A lead issue was suspected, however, no evidence of this issue was found in an x-ray. No pacing inhibition was presented. This lead was then surgically abandoned and the device explanted. No additional adverse patient effects were reported. The system is not expected to be return.